Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm displayed 152 mg/dl. At that time, she experienced dizziness, weakness, and a severe headache. The patient was unable to take corrective action, as she lost consciousness (loc) and remained passed out on the bathroom floor. Approximately two hours later, a friend with access to her home arrived, found the patient unconscious, and immediately transported her to the hospital due to the severity of the event. The cgm receiver was left at home during transport. In the emergency department (ed), the patient¿s fingerstick blood glucose (fsbg) showed 21 mg/dl. The patient was unable to recall the medications administered because she remained unconscious during treatment. She was admitted to inpatient hospitalization for one day and discharged on (B)(6) 2026. At the time of the report, the patient reported that she was still not feeling well and continued to experience the same symptoms. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.